Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to distal erosion back in 2016. No information about the patient outcome is available at the moment.